Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys anti-hbs ii on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The initial values did not match the clinical diagnoses of the patients and the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in an anti-hbs value of 15.3 iul and it repeated as < 2 iu/l with a data flag. The second sample initially resulted in an anti-hbs value of 15.0 iul and it repeated as < 2 iu/l with a data flag.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6) . The investigation is ongoing. Medwatch field e1 facility name - the full facility name was provided as " (B)(6) hospital ". Medwatch field e1 initial reporter email address was provided as "(B)(6).".

Manufacturer narrative:
The field service engineer observed low signal alarms. The pinch valves were replaced. The investigation determined that the replacement of the pinch valves resolved the issue. Medwatch fields d1, and g4 have been updated.